Manufacturer narrative:
Product analysis: the device was returned for analysis. A kink was evident on the hypo-tube. The balloon was inflated on device return. The proximal balloon bond/inflation lumen was necked. It was not possible to perform negative prep due to the condition of the proximal balloon bond/inflation lumen. It was not possible to preform deflation testing due to the condition of the proximal balloon bond/inflation lumen. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: an attempt was made to use one nc euphora coronary balloon catheter to treat an average degree of vessel tortuosity lesion with 90% stenosis in the left main (lm) coronary artery. It was not difficult to remove the protective sheath. It was not difficult to remove the packaging stylette. A concentration of omnigague 150mg/50ml was used. Resistance was not noted while advancing the device to the lesion. One inflation was performed prior to the deflation difficulties. There was no difficulties noted during the device inflation. The deflation difficulties were noted after the first inflation. The device was not moved or repositioned while inflated. The balloon failed to deflate on the first attempt to deflate. In an attempt to deflate the balloon, the inflation device was changed, but this did not work. The patient lost flow blood and developed bradycardia and hypotension. It was possible to directly pull/remove the non-deflated balloon out of the coronary artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc euphora coronary balloon catheter to treat a lesion in the left main (lm) coronary artery. The device was inspected with no issues. Negative prep was performed with no issues. The device was being used to post-dilate a deployed stent. It was reported that when attempting to deflate the balloon it did not deflate. The balloon was inflated to a pressure of 20 atm. In an attempt to deflate the balloon, the inflation device was changed, but this did not work. It was possible to pull the non-deflated balloon out of the coronary artery. Then, a 3.5x15mm nc non-medtronic balloon was used as a replacement, and the patient stabilized. The inflation device was checked with another balloon, and it worked well. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.